Manufacturer narrative:
The cell-dyn sapphire hemoglobin syringe is used on the cell-dyn sapphire analyzer, an automated hematology analyzer. The vendor for the cell-dyn sapphire hemoglobin syringe, list number 08h49-02 provided abbott laboratories with an improved version of the syringe, which was released for use in 2007. The vendor sent a letter to abbott stating the hemoglobin syringes with a specific manufacturing code, were assembled with insufficient or inconsistent amount of silicone lubricant applied to the plunger tip. The absence of sufficient lubricant causes premature failure of the syringe, which generated "syringe failed to home" error messages upon installation on the cell-dyn sapphire analyzer or shortly thereafter. In response to the vendor's letter, abbott internal nonconformance was addressed via stock sweeps to segregate non-conforming product in inventory. A world wide quality hold was issued 2007 to remove suspect product from the distribution system and a customer letter was generated to users of the cell-dyn sapphire analyzers. The defective syringes were identified in the customer letter as those packaged and shipped between 06 may 2007 and 25 june 2007. A review of abbott's complaint analysis system from january 2007 to present did not indicate an adverse trend for hemoglobin syringes. As the affected syringes did not meet the vendor's internal lubricant requirements, the vendor provided the following corrective actions: vendor employee retraining for syringe lubricant application was completed on 6/19/07. A 100% part inspection of the syringe will be performed and inspection results will be attached to the syringe shipment. Abbott syringe specifications were defined for use by the vendor. Certification documents are attached on every shipment of syringes. This is the final report.

Event description:
The customer stated the cell-dyn sapphire hemoglobin syringe generated "syringe fail to home" error messages at least 12 times five days post installation on the cell-dyn sapphire analyzer. The customer performed troubleshooting procedures by re-booting the instrument. The weekly syringe maintenance was not performed as the syringe was installed on the instrument five days prior to the customer's observation. The customer reported the problem syringe and another syringe previously installed on the analyzer were received at the same time. The other problem syringe was removed from the analyzer due to the syringe leaking 2 weeks after installation. The customer did not have replacement syringes to install, therefore, the abbott customer support center shipped a replacement and the syringe issue was resolved. There was no impact to patient management reported by the customer.